Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified. Although requested, patient information was not provided.

Event description:
It was reported that during a nicardipine infusion the syringe pump had a calibration error. There was no patient harm. Per customer, no further information will be provided, including patient demographics and no products will be returned.